Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy after several falls due to bilateral migration. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information received indicates surgical intervention was undertaken wherein both leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates both leads were confirmed fractured upon explant.